Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient presented at the hospital due to inappropriate shocks. Technical support was contacted and a right ventricular (rv) lead dislodgement was suspected. Diagnostic imaging was performed and a rv lead dislodgement was confirmed. The high voltage therapy was programmed off and the patient was admitted to the ICU for monitoring until the lead was revised. The rv lead was explanted and replaced to resolve the event. The patient was stable.